Manufacturer narrative:
UDI no: (B)(4). The associated complaint device was returned and evaluated. The visual inspection of the returned device confirms the device is broken. Our investigation did not determine the specific cause of the damage; however the device was manufactured in 2006. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the implant trial broke inside the femur. The surgeon had to use a high speed burr to ream out a hole big enough to remove the coupler. This delayed the surgery by 30 minutes.